Event description:
Pt was revised to address pain in the acetabulum. There was also some while milky substance in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.